Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that hat since they got the pump implanted, they have been having issues getting connected to the ptm (personal therapy manager). The patient stated that the first time they try to connect, it gets stuck at 90% and they have to move the communicator "every which way to get it to connect" and then again when they deliver a bolus. The patient also mentioned that they only have 2 boluses per day, and it will take "about 5 minutes" to get abolus. When the patient mentioned it to their physician, they also had a hard time getting connected. While on call the agent had the patient toggle airplane mode on and off and then try to connect. The patient also confirmed they have 4.36mb of data on their handset. The issue was not resolved through troubleshooting. The patient also mentioned they are having a stress test with a nuclear microscope and the agent reviewed compatibility. An email was sent to the repair department for a replacement handset. Poor communication. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd serial# (B)(6) product type product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.